Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited far field r-wave oversensing causing inappropriate auto mode switching episodes. Short av delay was noted in one of the episodes. Patient's condition was stable. Programming changes were discussed. No intervention was reported.